Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was tightly folded. There were numerous kinks throughout the shaft of the device. Microscopic examination of the balloon and shaft revealed a pinhole in the balloon wall with bunched material over the distal edge of the markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the pinhole. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damaged or the reported difficulty crossing lesion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered and shaft kink occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified anterior tibial artery. Following the introduction of a non-bsc introducer sheath, a non-bsc guide catheter and a non-bsc guidewire into the lesion. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was selected for use and advanced to the lesion but failed to cross. Several attempts were made to cross the lesion but the shaft kinked. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, the returned device analysis revealed a balloon pinhole.